Event description:
It has been reported to the co that during a "ep" procedure the electrodes of this device would not record. No pt info was reported and the device is being returned for the co's eval.